Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was toning every morning and review of the remote monitoring network didn't show any issue. The issue was escalated and found that the ICD was toning due to an unsuccessful wireless transmission approximately two months ago. It was found that the remote monitoring network report showed inconsistent data between the cardiac compass report and the alerts report. The cardiac compass report shows an "I" indicating that there was a programmer session on a specific day and the alert report didn't show a session occurred. The remote monitoring network was not displaying data as it should. The network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.